Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2015. The caller did not provide the customer's exact blood glucose value. The caller stated that the customer passed away on (B)(6) 2015, in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was hemorrhaging, renal failure, pancreatic cancer, malnutrition due to the body not being able to absorb proteins. The customer had been diagnosed with pancreatic on (B)(6) 2014. The customer was not wearing the insulin pump at the time of death. The caller was unsure when the insulin pump had been disconnected. The caller did not know the customer's blood glucose at the time of death or the last recorded value. The caller stated that the hospital removed the insulin pump and kept it. The customer used sensors but was not wearing one at the time of death. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.